Event description:
It was reported that an ilet bionic pancreas had a cracked screen verified by image, and a replacement was shipped while the original device remained usable. Symptoms included no reported adverse clinical effects. Outcomes included a product replacement and return of the original device. Investigation included review of user reports and shipping/return confirmation. Investigation of this device revealed a damaged display component consistent with screen breakage and no functional failure of insulin delivery or control features. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to external factors rather than a manufacturing or design defect.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.